Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-aug-07, (B)(4) (hcp): information was received from an MRI technician regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that the patient was no longer using their spinal cord system and it was confirmed that it was not operating. The caller assumed that it had been about three years since the patient last used the implantable neurostimulator (ins). There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-oct-10. When asked to clarify the implant not operating, the patient indicated that it became more effort/trouble to operate it than the small benefit derived from it. They have no symptoms that they know of related to their implant not operating. The circumstances that led to the issue include it just running out of energy. The issue has not been resolved. No further complications were reported/are anticipated.